Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms while pump was charging. Customer reported an elevated blood glucose level (bg) of 275 (mg/dl) and administered a correction bolus to stabilize bg level. Customer indicated insulin pens would be used for back up therapy.